Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspection/analysis were performed on the returned device. The reported inflation issue was confirmed. The returned device had a longitudinal leak between the middle of the inflation lumen and guide wire lumen, and exhibited thinned, stretched, and torn material. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the procedure was to treat the right common femoral artery. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use (IFU) states: the nc trek rx coronary dilatation catheter is indicated for: a) balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion b) balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction c) balloon dilatation of a stent after implantation (balloon models 2.00 mm ¿ 5.00 mm only). In this case, it is unknown if the IFU violation cause or contributed to the reported complaint. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. E1 - facility name: (B)(6) hospital.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the right common femoral artery. A 3.50x15mm nc trek balloon dilatation catheter (bdc) was advanced without issue to post-dilatate an implanted stent, however, the balloon only inflated to 8 atmospheres (atm). The bdc was prepared without issue and there were no noted leaks or ruptures in the balloon. A 3.50x12mm nc trek bdc was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. Returned device analysis found that the returned device had a longitudinal leak between the middle of the inflation lumen and guide wire lumen and exhibited thinned, stretched, and torn material. No additional information was provided.